Event description:
Patient reports constant pain. Surgeon did an MRI and said it shows the lower plate is loose. Patient says every doctor she has seen does not want to perform a revision and patient doesn't know what to do next.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding baseplate loosening involving a duracon universal b/p non-beaded was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: [¿]¿no follow-up is documented between (B)(6) of 2005 and (B)(6) of 2013. No x-rays or MRI are available for review. There is no documented confirmation of the complaints noted in the event description. It is not possible to evaluate this case based upon the documentation available for review.¿ device history review: indicated all devices accepted into final stock met specifications. Complaint history review: indicated there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Per clinical consultant, there is no documented confirmation of the complaints noted in the event description and it is not possible to evaluate this case based upon the documentation available for review.

Event description:
Patient reports constant pain. Surgeon did an MRI and said it shows the lower plate is loose. Patient says every doctor she has seen does not want to perform a revision and patient doesn't know what to do next.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.